Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system would not prime" (failure to prime); "system message displayed" (device error message). The customer reported a system message displayed and the system would not prime. The system was switched out to proceed with the surgery. No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during all gastric bypass procedures, especially those done on obese and extra obese patients, the bladeless trocars (10 and 12mm) were continuously leaking, which caused the loss of the pneumoperitoneum resulting in attending the procedure for extra hour. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.